Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a deformed connector on a printed circuit board. However, the specific cause of the deformed connector was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The programmable input processor connector (pip)- printed circuit board (bnc) was damaged and there were no signals to sd11/sd12. Also, there was damage to the rear panel and a bad scope socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the programmable input processor connector (pip)- printed circuit board (bnc) was damaged and there were no signals to sd11/sd12. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.